Event description:
It was reported a patient's right ventricular (rv) lead presented with high pacing impedance and a high capture threshold. The lead was explanted and replaced in a procedure on (B)(6) 2023. Post-procedure the patient was stable.

Manufacturer narrative:
The reported events were unacceptable threshold and high pacing impedance. As received, a partial lead was returned in three pieces. The reported event of unacceptable threshold was confirmed. Multiple internal insulation abrasions between the shock coils were found breaching the ring electrode, right ventricular and inner coil lumens. The cause of unacceptable threshold was due to internal insulation abrasion. The reported event of high pacing impedance was not confirmed. X-ray examination and electrical testing did not find any indication of conductor fractures on any conductor paths. The lead impedance could not be tested due to condition of the lead as received.